Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n467180003, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the event outcome resolved without sequelae on 2015 (B)(6).

Event description:
Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry). The device was interrogated on (B)(6) 2015. The pump motor stall with recovery was without a report of magnetic resonance imaging. The etiology was related to the device or therapy and not related to the implant procedure. No action was taken. The outcome was resolved without sequelae (B)(6) 2015.

Event description:
The event logs showed that a motor stall occurred on (B)(6) 2015 at 16:25 with a motor stall recovery 32 minutes later. The cause of the stall was unknown and there were no associated symptoms. No action was taken. The pump was infusing dilaudid and baclofen. A follow-up report will be submitted if more information becomes available.